Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5112209, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviatins potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patients leads migrated and experienced high impedances which resulted in loss of stimulation. The patient underwent a lead replacement procedure. The patient had good stimulation and was doing well postoperatively.